Event description:
It was reported that during a angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed target lesion was located in the severely tortuous and calcified circumflex artery. This 24mmx2.75mm liberté stent delivery system along with a 3.mm 6f guide catheter and two 0.014mm choice floppy and choice extra support guidewires were selected. Several unsuccessful attempts were made to cross the lesion, until the catheter broke 30-50cm from the proximal end. The device was removed from the patient and procedure was completed with placement of two non-bsc stents. No patient complications were reported and the patients status is stable.

Event description:
It was reported that during a angioplasty treatment procedure, a shaft fracture occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed target lesion was located in the severely tortuous and calcified circumflex artery. This 24mmx2.75mm liberté stent delivery system along with a 3.mm 6f guide catheter and two 0.014mm choice floppy and choice extra support guidewires were selected. Several unsuccessful attempts were made to cross the lesion, until the catheter broke 30-50cm from the proximal end. The device was removed from the patient and procedure was completed with placement of two non-bsc stents. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood in the guidewire lumen and contrast on the shaft. The balloon was tightly folded and the stent was secured on the balloon. The hypotube was separated 23.5cm from the strain relief. The fracture faces were oval shaped. The hypotube was kinked 22cm from the strain relief. There were multiple kinks present on the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).